Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was placed in the lower septum, however low sensing and high thresholds were noted. The lead was repositioned, with similar test parameter results. The physician elected to remove and replace the lead considering the long operation time. No patient complications have been reported as a result of this event.